Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in a heavily tortuous saphenous vein graft. The proximal shaft of the 3.5x12 mm trek balloon catheter separated during advancement in the vessel due to the tortuosity. The separated shaft was removed from the patient without issue. A new balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.